Event description:
The patient said they used the suspect device at 10:00 pm to check their blood glucose and obtained a result of 331 mg/dl. Their usual result at this time are 50-80 mg/dl. Patient then went to bed. Patient stated that they then awoke to paramedics at 12:30 am. Spouse called them because patient make noises while sleeping. The emergency medical technician's tested patient's glucose on their equipment and the level was 26 mg/dl. Patient received a glucose injection and ate a sandwich and drank orange juice. Level 1 glucose control was used on the system and the control was in range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.